Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs). During the case, the physician elected to retain the peel-away sheath. Associated risks were discussed with the physician and team. The patient was transferred to the unit on impella mcs which was maintained for a total of five days. There was no report or indication of device related complaints or performance issues. On day five of support, the patient's clinical symptoms worsened, and the patient subsequently expired on support.

Manufacturer narrative:
Patient-specific information a4. Weight is unknown. Medical safety review. Medical safety reviewed the event and noted: a patient with cardiogenic shock underwent placement of an impella cp via femoral artery. During the procedure, the physician elected to retain the peel-away sheath despite the device instructions recommending removal. The associated risks were discussed with the physician and clinical staff. The patient remained on impella support for five days without device-related complaints or performance issues. On day five, the patient experienced worsening clinical symptoms and subsequently expired while still on support. No device malfunction or performance issue was reported. The event is conservatively reportable because the patient expired while on impella cp support however, the patient death was most likely due to worsening clinical symptoms and unlikely unrelated to device performance. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, hemodynamic instability, the cause was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.